Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. The operator sewed the uterine incision with suture in a continuous suture manner (with specific suture tissue level unknown). During the suture process, the suture was broken, and oozing occurred from the needle eye of the patient's uterine incision. The surgeon immediately gave compression for hemostasis, and replaced a new suture (with specific product information unknown) to continue the suturing, but the suture breakage again, replaced with a new suture to continue suturing, the subsequent surgery went smoothly. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - was there any change in the patient¿s post-operative care due to the blood seepage at the site? - besides the blood seepage at the site, was there any adverse consequence associated with the patient? - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - quantity of blood loss? - patient weight? - what is the current status of the patient? According to the feedback of the sales representative, all the above answers are unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m. Related reports: this report & 2210968-2022-03199.